Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary the product was returned to ethicon for evaluation. One labeled winging former and a needle suture combination in two sections were received for analysis. The product code w8707 is double armed. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture pieces were examined, the end of the sutures was found to be cut, likely due to a surgical instrument. No anomalies or issues related to broken sutures were observed during the evaluation. A functional test was performed in a needle suture piece using instron equipment and the tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in the vascular theatre on (B)(6) 2024 and suture was used. During the procedure, the sutures had been breaking, either the thread when used or coming out of the packet in two parts. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6 component code: g07002 device pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: it was reported that "over the past approx. 3 weeks vascular theatres has been having trouble with ethicon prolene multipass sutures. The sutures have been breaking, the thread when used or coming out of the packet in two parts." Please confirm the number of patients/events affected by this alleged deficiency? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. What is the procedure name(s) and date(s)? Please clarify, how many devices demonstrated the alleged deficiency ("the sutures have been breaking, the thread when used.")? 7/0 prolene w8704 9.3mm multipass lot: ucbamm, 7/0 prolene w8704 9.3mm multpass lot: 100cs2, 7/0 prolene w8304 9.3mm visi black lot: 100e12, 6/0 prolene w8802 11mm multipass lot: 100d16, 7/0 prolene w8304 9.3mm multipass lot: tpbcma, 7/0 prolene w8704 9.3mm multipass lot: 101hl8, 6/0 prolene w8707 13mm multipass lot: tkbekr. How many devices demonstrated the alleged deficiency ("the sutures have been breaking, the thread when coming out of the packet in two parts.")? 7/0 prolene w8704 9.3mm multipass lot ucbamm, 7/0 prolene w8704 9.3mm multpass lot 100cs2, 7/0 prolene w8304 9.3mm visi black lot 100e12, 6/0 prolene w8802 11mm multipass lot 100d16, 7/0 prolene w8304 9.3mm multipass lot tpbcma, 7/0 prolene w8704 9.3mm multipass lot 101hl8, 6/0 prolene w8707 13mm multipass lot tkbekr. Were there patient consequences? If yes, please specify. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please confirm below the number of devices from each product code and lot number available for product analysis: 7/0 prolene w8704 9.3mm multipass lot: ucbamm, 7/0 prolene w8704 9.3mm multpass lot: 100cs2, 7/0 prolene w8304 9.3mm visi black lot: 100e12, 6/0 prolene w8802 11mm multipass lot: 100d16, 7/0 prolene w8304 9.3mm multipass lot: tpbcma, 7/0 prolene w8704 9.3mm multipass lot: 101hl8, 6/0 prolene w8707 13mm multipass lot: tkbekr.